Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer attempted to resolve the occlusion alarms by changing their infusion set and cartridges but the occlusion alarms continued. The customer's blood glucose (bg) level was not provided for these past events. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.